Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30.

Event description:
The customer reported false negative architect sars-cov-2 igg results on several patients. The results provided were for one (B)(6) year old patient: on (B)(6) 2020 rt-pcr = positive; on (B)(6) 2020 architect cov-2 igg = 1.09s/c (<1.4s/c = negative). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.